Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: in 2002, the customer's doctor prescribed the use of an insulin pump with an infusion set. In 2009, allegedly customer failed to receive the correct doses of insulin to manage her diabetic condition. She suffered from a transient ischemic attack, was hospitalized ten times, suffered from deteriorating eyesight, speech problems, confusion, and anxiety allegedly resulting from improper amounts of insulin. As a direct and proximate result, she has suffered and will continue to suffer.